Event description:
It was reported a fever one day after graft implantation. No patient injury was reported and the patient was reported to have recovered. The graft remained implanted in the patient.

Manufacturer narrative:
No product evaluation was performed since the device remained implanted in patient. A review of the device history records including sterilization records indicated that the graft was processed and inspected according to procedures and no anomaly was found. Specifically, bacterial endotoxin tests results reveal no anomaly and were well within specifications. No conclusion can be drawn. However, a review of the device manufacturing records indicated that the device was not defective and was supplied sterile. In addition, please note that as mentioned in the product instruction for use, a potential for a slight immunological reaction, evidenced by a slight rise in body temperature, may be associated with all collagen coated vascular grafts.